Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter was reading control solution inaccurately low. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported, the alleged issue first occurred on (B)(6) 2013 at 1:26pm. The patient alleged obtaining a control solution reading of "117mg/dl" on the lfs meter. The patient denied taking any medications to manage his diabetes. The patient reported making no changes to his usual diet, activity level or medications on the day of the alleged issue. The patient denied developing any symptoms on the day of the alleged issue. However, the patient reported on (B)(6) 2013 at 2pm he was seen at the urgent care clinic and a blood glucose reading of "256mg/dl" was obtained, and he was treated with 1 unit of novolog insulin by a healthcare professional (hcp). At the time of troubleshooting, the cca determined the patient was using the correct control solution and it was in good condition. The cca noted the subject meter was in the correct unit of measurement at the time of testing and the patient's testing process was correct. The cca confirmed the patient's test strips were in good condition and the test strip vial was not cracked or broken. However when a control solution test was run, the result was not within the recommended range. Replacement products were sent to the patient. This complaint is being reported as an adverse event because, the patient claims due to the alleged issue he required assistance from an hcp for treatment of diabetes above and beyond his normal diabetes management routine.